Manufacturer narrative:
Initial 1 of 4.e1: event city: (B)(6).event country: netherlands.e1: name: medtronic minimed,country: united states of america,street: 18000 devonshire street,city: northridge,state: california,zip code: 91325.based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.

Event description:
It was reported that the mother of the pwd reported the infusion set did not stick during play on (B)(4) 2026. The infusion set came loose during play. The issue was reported with four infusion sets